Event description:
It was reported that, one day after implant, an x-ray confirmed the right atrial (ra) lead had fallen into the right ventricle. The atrial therapies were turned off. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).